Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a syringe. The customer reports that while the pharmacy technician was using the syringe in the IV room to draw up a dose, the syringe leaked from the barrel of the syringe. No patient involved.